Manufacturer narrative:
The reported event of connections problem was confirmed. The device was above elective replacement indicator (eri). Torque wrench was inserted into setscrew correctly and both setscrews were able to be tighten down properly and click sound was heard. Analysis found damage to v set screw due to incorrect insertion of torque wrench at incorrect angles. No device anomalies were found.

Event description:
It was reported the patient presented for implant procedure. During surgery, the set screw on the pacemaker could not be tightened. The physician completed the procedure with a different pacemaker. The patient was in stable condition.